Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead dislodged and was over sensing the atrial signal. At this point the lv lead and the right atrial (ra) lead were explanted. New ra and lv leads were implanted at the same procedeure. No additional adverse patient effects were reported.